Event description:
It was reported that, the revision surgery of tornier anatomic shoulder from 2016. Glenoid loosened as this was dominant arm and patient used a walking stick the entire time. Procedure was to revise to a reverse, however, intraop glenoid fracture occurred and so a new cobalt chrome head was put on the existing stem and no glenoid component.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the revision surgery of tornier anatomic shoulder from 2016. Glenoid loosened as this was dominant arm and patient used a walking stick the entire time. Procedure was to revise to a reverse however intraop glenoid fracture occurred and so a new cobalt chrome head was put on the existing stem and no glenoid component.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided pictures taken in the operating room just after each devices explantation (soiled explants), no additional information could be observed. Since data, x-rays and pictures of the extracted implants were provided, the opinion of a medical expert was sought and stated as follows. The available imaging does not confirm any of the events mentioned anatomic glenoid loosening or glenoid fracture during revision. The image quality of the fluoroscopy photos that were taken of a computer screen do not allow for detailed medical grade assessment of the images. The image of the intraoperatively explanted glenoid baseplate does not show the status of the glenoid. We can only rely on the trustworthiness of the written information by the sales rep. Due to a lack of information we cannot determine the root cause. All implant components look intact on the images. Most likely patient related factors are in play. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.